Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that the pump screen displayed a black line when setting to prime. The reporter stated there was accidental MRI exposure to the pump. The reporter denied any trauma or moisture to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: there were no lines observed in the display and no lines observed during a prime test. The display was observed to be dim with a red hue. Unable to duplicate or verify the initial complaint of line in the display. Unrelated to the initial complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.